Event description:
It was reported that during an unknown procedure, the first 5 reloads where fired without any problem. Good staple formation, no problems. When the surgeon wanted to close the enterostomy he placed and closed the device with white reload on small bowel. The surgeon re-opened to manipulate the small bowel a bit more into the jaws of the device. When he took the first stroke a loud noise was heard. He was able to complete all three strokes. The knife did not return to its original place. Therefore the manual release trigger was used. The knife still did not return. Stapler was locked on to the tissue. An orthopedic osteotome (chisel) was used to open the back of the device. Then the manual release trigger could be pulled back more but with loud noise (three times pulled back). The gearbox wheels went back to their original position and knife sprung back. Stapler could be opened and retrieved from patient. Staple line was well formed. Procedure was finished with another device with white reload uneventful. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Instrument b: idler gear. The analysis results found that one ec60 device (a) was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife worked as intended. Event could not be confirmed as the device opened and closed without any difficulties noted. The analysis results showed that one ec60 device (b) was returned with the shrouds opened and with a fully fired reload loaded on the device. The firing mechanism was noted to be damaged as the knife was in the home position and the three stroke indicator was at I; therefore no functional test could be performed. The device was disassembled to verify the condition of the internal components and the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open.